Event description:
It was reported that post cryoablation procedure, the patient's stomach motility was paralyzed. The case was completed with cryo. Three months later, the patient recovered. However, until then, the patient could not consume food as it would stay stuck in the stomach. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least six applications were performed with catheter 2af284 / 34491-36 without any issue on the date of the event. Post cryoablation procedure, the patient's stomach motility was paralyzed. The case was completed with cryo. Three months later, the patient recovered. However, until then, the patient could not consume food as it would stay stuck in the stomach. No further patient complications have been reported as a result of this event. The balloon catheter used during the procedure was not returned. In conclusion, this is a case related to a clinical issue (stomach nerve injury). The catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.